Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. Upon interrogation, inappropriate mode switch episodes due to atrial lead noise were noted as well as an atrial noise reversion alert and noise elicited with isometrics. No intervention was performed. There were no patient consequences.